Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2011. According to the complainant, post procedure approximately two months later the external bumper was broken. The procedure was completed with a new endovive safety peg kit pull method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Based upon the investigation results this is now deemed reportable. Based upon additional information received on (B)(4), 2011 the priority will be changed to serious injury: the internal bolster detached inside the patient and was retrieved endoscopically.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A visual examination of the device revealed the tubing to have been cut on both the proximal and distal ends, at approximately the 2 and 10 cm marks. The returned section was measured to be approximately 8.5 cm long. The proximal and distal sections were not returned. The round external bolster was located at the 4.5cm mark and was without issue. The adaptor found in the proximal end of the device was not the bsc adaptor supplied with this product. Tape was found wrapped around the tubing from the 6.5 cm mark to the 8.5 cm mark. During the evaluation, the tape was cut away and a tubing tear approximately 1mm in length was noted near the 7.5cm mark. The tear was jagged and tubing material appeared to have failed while undergoing twisting force. The returned unit was not consistent with the complaint incident that the device external bumper was broken. Therefore, the most probable root cause is operational context. A review of the device history record was performed for lot 14080625 and revealed no issues related to this complaint.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2011. According to the complainant, post procedure approximately two months later, the external bumper was broken. The procedure was completed with a new endovive safety peg kit pull method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Based upon the investigation results this is now deemed reportable.